Event description:
A malfunction was reported on the pump, identified with malfunction code 6, which occurred without any preceding notable events. There was no adverse impact to the customer's blood glucose level. As a corrective action, the pump was not resettable and cts resolved the issue by arranging a pump replacement. The customer opted to use multiple daily injections as a backup insulin delivery method while awaiting the replacement.